Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user's wife stated that they are currently not applying anything to area and that her husband's normal wear time is four to five days. She stated that their skin care routine included cleansing with plain water. The end user's wife was instructed to apply (B)(4) powder to area; seal with (B)(4) barrier or blot with water to seal; and to then apply the pouch. She was also instructed to contact health care provider if there was no improvement. A return sample for evaluation is not available review. This complaint issue has been previously investigated and documented. The feedback data analysis along with the risk probabilities calculated indicates no significant trends. The trend depicted is random and is consistent with the medical advisements and care noted by health care providers. Adverse event monitoring will continue to be performed in accordance with convatec documented procedures. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
End user's wife reported that approximately two (2) weeks ago; she noticed a raw area measuring 0.5 by 1 inch of peristomal skin at the 6 o'clock position under her husband's (the end user's) mass.